Event description:
Malfunction: light flickers. Plume not functioning properly. The facility contact person reports the lights were flickering on the unit, there was a white light over all illumination and the plume wasn't functioning properly. Follow up with the facility contact was attempted, but phone calls were not returned. No further info was provided.

Manufacturer narrative:
Determination of root cause: assessment: the customer declined the quote for service, so an onsite investigation was not preformed. A review of the complaint database for the 3 months prior to the receipt of this complaint showed no similar complaints reported for this laser system. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (4). (B) (4). (B) (4).